Event description:
It was reported that the device was inoperable and was displaying an error code. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control advised the customer that the device would require a software reload or a main board replacement. The customer later confirmed that the device has been scrapped due to repair cost. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.